Event description:
Description of event: an op report was received on 02/23/2026 which states that patient (B)(6) has been having a persistent pain in the lower back after she has a scs battery replacement done on (B)(6) 2024. Op report notes the device implanted on (B)(6) 2024 was a boston scientific device. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".